Manufacturer narrative:
(B)(4). The device involved in the event was not returned or was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unreported date, a patient underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. At the end of (B)(6) 2018, the patient experienced a stoma site infection and was treated with unknown oral antibiotics. On (B)(6) 2018, the peg-j was replaced and that resolved the infection.